Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The lesion being treated was a heavily calcified, 90% stenotic, de novo lesion located in a tortuous common femoral artery. The balloon was inflated 3-4 times to 20+ atms each, then ruptured at 18 atms. The balloon was inflated above the rated burst pressure due to the resistant, calcified lesion. The patient was asymptomatic during this event. The balloon was removed in an intact condition and the procedure was successfully completed with this device. It was reported that there were no injuries or complications for the patient. Patient status is reported as "okay."